Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. An unidentified pt with a history of hypertension and diabetes underwent the implantation of a cypher select stent to the proximal right coronary artery (rca). Routine angiogram performed 6 months post-implant revealed a stent fracture. No additional intervention was required. However, an independent review of the follow up angiogram notes that restenosis was associated with this fracture and target vessel revascularization was performed. Indication for the initial evaluation is unknown. The rca is a de novo lesion 16 mm in length. The initial reporter notes no additional vessel characteristics. The lesion was predilated, but further procedural details are not provided. The angiogram of the index procedure was not provided. The reviewer of the follow up angiogram finds the associated target lesion to be an ostial segment, calcified and bent. Request for additional information and clarification of conflicting details has been requested , but has not been forthcoming. Restenosis is a known potential adverse event associated with coronary stent placement and this pt's medical history places him or her at an increased risk for a major cardiac adverse event. Based on the film review, it appears that lesion characteristics may have contributed to the stent fracture. Pt factors may have contributed to the restenosis. The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
Percutaneous coronary intervention (pci) was performed with a 3.5 x 18 mm cypher select stent in the proximal right coronary artery of 16 mm in length. At the 6-month angiographic follow up, one fracture site on the cypher stent covered the lesion. The follow up was finished without any target lesion revascularization.